Event description:
It was reported that the patient presented to the emergency room when the atrial lead triggered an impedance alert. The lead remains in use. It was noted that the patient was taking part in the more-care study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.